Event description:
It was reported that the unit's spatula tip broke off in the patient's abdomen. The tip was retrieved with a grasper and the case was continued.

Manufacturer narrative:
The product was not returned for investigation. Therefore, the reported failure mode could not be confirmed. The possible root cause(s) for the reported failure can be due to: improper cleaning/sterilization and/or excessive user force. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit's spatula tip broke off in the patient's abdomen. The tip was retrieved with a grasper and the case was continued.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.